Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The device was also received with minor scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that insulin squirted out of the tubing during manual prime. Customer's blood glucose value is unknown. The customer was disconnected during prime. It was stated that no numbers appeared on screen and no beeps were heard. The insulin pump was not bumped, dropped or exposed to moisture. The customer tried a different set but was unable to prime. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.